Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 4000ml 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags broke. The event occurred during fill with tpn (total parenteral nutrition) fluids. While being filled with tpn fluids. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the lot was manufactured from september 18, 2018 - september 19, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The samples were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.